Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a continual alarm and a black screen on the insulin pump. Customer's blood glucose was 162 mg/dl at the time of the incident. Customer stated that the pump was exposed to extreme temperatures. Customer stated that it was exposed all day and the high temperature was 28 degrees today. Customer stated that the black screen did not disappear. When the customer replaced the battery, he received a battery out limit alarm. Customer stated that it appeared to work, except he needed to reprogram the time. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no unexpected battery out limit, display anomaly, or audio/beep anomaly noted. The pump was received with cracked battery tube threads and a cracked reservoir tube lip.